Event description:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.